Event description:
It was reported that when pre-flushing the catheter in the process of placement, the customer found normal saline flowing out of the side wall of the catheter at 55 cm scale. The customer judged that the catheter was damaged.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leak is confirmed. One 4 fr groshong clearvue catheter with a stiffening stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed some use residue on the returned sample. A microscopic observation revealed two relatively large longitudinal splits in the catheter near the 55 cm depth marker. The two splits were observed to opposite each other and both displayed a distinct scalloped pattern similar in shape to the braided wires of the internal stiffening stylet. The fracture surfaces were observed to be rough and granular in texture. The shape, texture, and location of the splits observed in the returned catheter indicate the catheter was most-likely damaged by compression of the catheter with the stylet still inserted, manipulation of the stiffening stylet within the catheter prior to flushing the catheter, and/or rapid or forceful withdrawal of the stylet from the catheter. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp0005 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing the catheter in the process of placement, the customer found normal saline flowing out of the side wall of the catheter at 55 cm scale. The customer judged that the catheter was damaged.